Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. H6 component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary : no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: slaven se, richards jt, wade sm, saxena sk, vanier at, cody jp. Low revision rates at 10 years for metal on metal hip implants in a military population. Mil med. 2019 oct 1;184(9-10):e454-e459. Doi: 10.1093/milmed/usz019. Pmid: 30811533. Objective and methods: authors conducted a retrospective review of patients who underwent mom total hip arthroplasty (tha) or hip resurfacing (hr) between 2006 to 2012. Revision status and component type were determined, and patients were contacted to obtain current hoos jr hip survey scores. 103 thas in 88 patients and 38 hip resurfacings in 33 patients were represented in the study. Patients were implanted with depuy pinnacle (97%) or asr cups (2 cases), paired with summit (70%), s-rom (28%), corail (1 case), or competitor (1 case) femoral stems. Hip resurfacing implants were either of two different competitor resurfacing systems, with no j&j representation. Results: 3 tha hips were revised. A mom pinnacle/summit hip (patient 1) was revised for metallosis with a head and liner exchange to ceramic on poly only. Patient 2, with a mom s-rom/pinnacle tha, was revised for metallosis, requiring a complete removal/revision of all components. Patient 3 was revised to address aseptic loosening of the competitor femoral stem, reportedly revising all components (including an unspecified depuy acetabular cup construct)¿there is no indication that the cup construct contributed to this loosening of the competitor stem. There were two hip resurfacing revisions involving competitor systems for non-mom issues. No other complications/adverse events were reported. Conclusion: revision rates of mom tha and hr in this young, predominantly male population were 2.9% and 5.3%, respectively, with patients having achieved generally good hip-specific outcomes.